Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 250-300 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a pump system check and the occlusion was found to be in the tubing. Reportedly, the customer was using apidra insulin.